Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. As there was no damage noted to the guide wire during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event has been estimated. The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Attachment: user facility medwatch report number (B)(4).

Event description:
User facility medwatch report received states, "during placement of a central venous catheter, part of distal end of wire fractured off, was note in subcutaneous tissue. The wire fragment was noted on x-ray and ultrasound. General surgery was consulted to remove it in the operating room (or). It was able to be removed with a separate incision during the same operating room time as the patient's neurosurgical procedure. This was disclosed to the family. No additional information was provided.